Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. Fluctuating rv pacing impedance was also observed. In-clinic troubleshooting was performed, and no change in impedances was seen upon header/lead connection manipulation. No noise was seen on bipolar electrograms (egms) with manipulation or arm movements. Chest x-ray showed no obvious lead fracture. Technical services (ts) was contacted and troubleshooting recommendations were discussed. No adverse patient effects were reported. This rv lead remains in service.